Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that infusion set tubing was detached from connector. The infusion set was in use for 6-8 hours. No further information available.